Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a mildly calcified common femoral artery was attempted using three perclose proglide devices. Reportedly, during deployment of the first proglide device an issue occurred during retrieval of the suture. The device was removed over a guide wire and two additional proglide devices were attempted. Although arterial marking was achieved during placement of two additional proglide devices, when both devices were removed the suture pulled out of the vessel with the loop formed and the knot present. A starclose se device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the proglide and starclose se devices. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Reportedly the common femoral artery was mildly calcified. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. In addition, the customer returned nine, unused sterile proglide devices with the same lot number as the complaint device for evaluation. The devices passed functional testing with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported complaint could not be determined based on the investigation findings from the tested samples. A review of the device history record for this lot did not produce any findings relevant to this report. The other perclose proglide devices are being filed under separate medwatch manufacturer report numbers.